Manufacturer narrative:
Nova biomedical is not expecting product to be returned for eval. The cause of the event could not be determined. The device, when tested with control solution post event, showed readings to be within specification. Replacement blood glucose test strips were sent to the consumer.

Event description:
It was reported to nova biomedical that a consumer rec'd blood glucose readings of 85 mg/dl and 104 mg/dl yet experienced a hypoglycemic event requiring paramedic assistance. On the paramedic's meter a reading of 29 mg/dl was rec'd and the consumer was treated for hypoglycemia. The consumer is also a dialysis pt which may have contributed to the event. Post event, control solution tests of the meter showed the device to be performing in range. New test strips were sent to the consumer.